Event description:
It was reported through the zimmer knee registry that the pt had all knee component revised due to an infection. In (B)(6) 2009, the pt was revised due to a chronically infected right knee. The implants used were non-zimmer devices. On (B)(6) 2009, the pt was again revised because of infection, using zimmer implants which included trabecular augments for the femoral and tibial components. The pt did well with these implants until (B)(6) 2009, when he was again revised due to infection. The surgeon has indicated that the implants were not the cause of the pt's infection. The pt has a history of recurrent infection and a previous history of drug usage.